Event description:
The customer reported intermittent position errors generated by the cell-dyn ruby analyzer upon installation. No impact to patient management was reported. The shear valve assembly was replaced in order to resolve the issue.

Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active cell-dyn 3200, 3500, 3700 and ruby customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.